Manufacturer narrative:
Despite multiple attempts by edwards with the healthcare provider, patient records have not yet been provided. Per follow up with the reporting surgeon, edwards requested the valve to be returned for evaluation, as soon as it is explanted. The valve remains implanted as of this writing. Additional information, as well as edwards investigation and conclusions, will be reported once received/completed.

Event description:
It was reported that (B)(6) very active gentleman in whom an edwards aortic bioprosthetic valve was placed in 2004 has had increasing symptoms (class ii) the last several months and recently had an echo which demonstrated mild/moderate ai with a 50mm gradient across the valve. Since the patient has a history of cad, he was cathed. On fluoro, a single valve wireform fracture was seen. Report indicates it wasn't displaced but they could see a small amount of movement during the cardiac cycle. It was learned that the valve will be explanted in the coming months.